Event description:
It was reported that an unspecified malfunction occurred when the customer was entering a calibration on pump causing the pump to shutdown. Customer's blood glucose was 136 mg/dl. The customer reverted to manual injections for insulin therapy.